Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative visited site to test the equipment. Representative reported that the system was rebooted multiple times but was unable to replicate the reported issue. It was reported that a case was performed with the system with no issues. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system successfully booted fully into 2d mode when turning on the system however when opening the door to position around the patient, the door would not respond. It was reported that rebooting the system resolved the issue and the system was fully functional. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.